Event description:
During coil embolization within a non-calcified and tortuous vessel, the physician experienced difficulty stripping the introducer tube from the delivery tube. There was no info available. There was no adverse consequence to the pt. The product was prepared and used as per the IFU. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The delivery tube was separated. It was reported that no further info is available regarding this finding.

Manufacturer narrative:
The multiple kinks on the delivery tube may have been the cause of the unzipping difficulty experienced by the user. The IFU cautions that the dcs detachable coils are delicate devices and should be handled carefully. It further instructs that prior to use and when possible during use, the device should be inspected for bends or kinks. Damaged systems should not be used. It is possible kinking during handling of the product contributed to the difficulty unzipping. Because the separated condition of the returned product would be evident to the user and was not reported, it is likely that it occurred after normal use of the product, possibly after removal during inspection, handling and processing for return. If unzipping were carried out according to the IFU as indicated by the customer, the delivery tube would stabilize and not be manipulated when unzipping. Without additional info regarding the clinical procedure, the exact cause of the zipping difficulty or source of the force which caused the fractured condition and the outer sheath to stretch could not be conclusively determined, but does not appear to be a result of the reported unzipping difficulty. The complaint was not confirmed for zipping difficulty as indicated in the report. The introducer could be unzipped and rezipped with no anomalies except the most proximal damaged section. The proximal end of the hypo tube was severely kinked and also kinked proximal to the zipper and introducer. Functional test revealed difficulty was experienced when an attempt was made to advance the hypo tube, but when retracted no difficulty was experienced other than it was broken. Microscopic examination of the hypo tube revealed the fractured ends were slightly ovaled in shape, indicating that the hypo tube was bent or kinked prior to fracture. The fractured ends were held together by the outer sheath, and upon removal of the delivery tube (hypo tube), the outer sheath stretched and elongated until separation occurred. The coil was found still attached to the gripper. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan). Without additional info regarding the clinical procedure, the exact cause of the zipping difficulty or source of the force that caused the fractured condition and the outer sheath to stretch could not be conclusively determined. The reported complaint does not appear to be manufacturing related. Complaints of this type will continue to be monitored to determine if action is necessary.